Event description:
Potential for injury associated with the rubber coming off the wheel on a 9sl manual wheelchair. This event could cause possible product instability and the potential for not permitting the user to properly navigate the wheelchair.